Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4 (device manufacturer date), and h6 (component codes, type of investigation, investigation findings, and investigation conclusions).

Manufacturer narrative:
Perivalvular leak (pvl) can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique-related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. The subject device is not available for evaluation as it was discarded at the hospital. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm 8300ab pericardial aortic valve, implanted approximately nine (9) months, was explanted due to paravalvular leak. The device was originally implanted for aortic valve replacement to correct aortic stenosis with a concomitant ascending aorta wrapping to reinforce the tissue. Three (3) or four (4) months after the implant, paravalvular leak was first observed and it got aggravated. The device was explanted and replaced with a 23mm 11500aj pericardial aortic valve with no adverse patient events reported. The patient status was reported as 'under treatment'. The device was not returned for evaluation as it was discarded at the hospital. There was no allegation of device malfunction.